Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, the lead was stretched causing the proximal conductor to become distorted and the inner insulation was kinked/buckled.

Event description:
It was reported during an implant procedure that the lead showed some sensing difficulties. The physician opted to replace the lead. The lead was not implanted. No patient complications have been reported as a result of this event.